Event description:
Suture breakage. Customer reports that suture breaks when manipulated. There was no consequence to the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.